Manufacturer narrative:
Quality control recovery was ok. The calibration exceeded the recommended calibration period. Foam was found in the microparticle bottle of the reagent pack. The field service engineer adjusted the height of the mixer and noted that the mixing angle was large. The engineer adjusted the mixer. The engineer checked the instrument voltage and noted it was normal, but slightly high. The voltage was adjusted. The pinch valve tubing was also changed since it had not been replaced for more than one month. The sample disk did not have tube adapters equipped. After the service actions, the complained patient sample was repeated, resulting with a value of 54995 iu/l. Controls were tested and these were ok. The investigation determined that the issue was resolved by the service actions. (B)(6).

Event description:
The initial reporter stated that they received a discrepant result for one patient sample tested with the elecsys hcg + beta test system on a cobas e 411 immunoassay analyzer. An incorrect value was reported outside of the laboratory. The patient sample initially resulted with an hcg+beta value of 509.5 iu/l accompanied by a data flag. The sample was repeated, resulting with a value of 53062 iu/l accompanied by a data flag. No adverse events were alleged to have occurred with the patient. The hcg+beta reagent lot number was 361602.